Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected troponin I results from a single patient sample and a known troponin I free patient sample pool were obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as a within-run tropi es precision test was outside of ortho clinical diagnostic (ortho) guidelines, indicating the vitros 5600 system was not performing as intended. A reagent issue cannot be entirely ruled out as contributing to the event as the customer does not process a control fluid that adequately evaluates the performance of the vitros tropi reagent for samples with a troponin I concentration <url (0.034 ng/ml). In addition, pre analytical sample processing could not be ruled out as it is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations and therefore, improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained two non-reproducible, higher than expected troponin I results from a single patient sample and a known troponin I free patient sample pool using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient result: 0.064 ng/ml vs. Expected 0.017 and 0.018 ng/ml. Patient pool result: 0.071 ng/ml vs. Expected <0.012ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).